Event description:
During drainage procedure, the valve assembly came loose and disconnected from the catheter. The valve was re-inserted into the catheter and taped in place. As a precaution, the catheter was clamped between drainage procedures. No adverse effects to the pt.